Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had an out of specification force sensing resistors. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection, battery testing and force sensing resistor (fsr) testing was performed. The fsr testing identified that the fsrs were out of specification. The cause of the malfunction is unknown. The fsrs were replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.